Event description:
Pt with history of mandibular hypoplasia was implanted with three matrixorthoganathic screws on (B)(6) 2012 along with a non-synthes dental splint. Pt reportedly fell post-operative and the pt began experiencing pain. X-rays taken on an unknown date revealed radiolucent areas around the screws. The pt was returned to the operating room on (B)(6) 2012 for removal of the three screws. This report is #1 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.